Event description:
It was reported that a pt underwent a sling procedure, a partial hysterectomy, a bladder tack procedure, and a procedure for cystocele. Since the surgery, the pt has been experiencing constant pain (soreness and sometimes burning feeling) on the outside of the entrance of the vaginal area. The pt has followed up with her surgeon regarding this issue. The surgeon prescribed topical lidocaine, but it made the burning worse. The surgeon also prescribed topical estrogen cream once daily for two weeks. The cream was not helpful. The pt is currently taking motrin for pain, but it is not effective.

Manufacturer narrative:
(B) (4). (B) (4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.